Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct prod analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-02045. It was reported at the 2 yr f/u that 25 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was a 3.0mm, 70% stenosed, 8mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct placement of a 3.5x12mm taxus express2 study stent. There was no residual stenosis. Target lesion 2 was a 3.5mm, 60% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with placement of a 3.0x12mm taxus express2 study stent. There was no residual stenosis. Following stenting of target lesion 2, there was some shifting of plaque into the 2nd diagonal (2nd diag). This was treated with balloon angioplasty. There was 40% residual stenosis in 2nd diag. There were no reported complications and the pt was discharged the next day on aspirin and clopidogrel. The pt presented 22 days after the index procedure with a 3-day history of intermittent left-sided chest pain that radiated to the jaw and left arm. The pt described the pain as "burning/pressure" and was not associated with any exertion or event. The pt stated he was taking all his medications daily, including aspirin and clopidogrel. Cardiac enzymes were within normal limits. ECG showed normal sinus rhythm and no st abnormalities. On 25 days post index procedure, the ostium of 2nd diag was treated with balloon angioplasty with 30% residual stenosis and the proximal 1st diagonal was treated with balloon angioplasty and placement of a 2.5x16mm taxus express2 stent with 0% residual stenosis. There were no reported complications and the pt was discharged the next day on continued aspirin and clopidogrel. In the opinion of the physician the relationship of the tvr to the taxus stent is probable. Site informed bsc of the event after conducting a f/u call with the pt at the two yr f/u. The site indicated that the pt had never reported this event in the past and just now remembered he had rec'd treatment shortly after his index procedure.